Event description:
The patient reported a rash at the wearable site. The patient was prescribed antibiotic ointment. However, the rash has not completely cleared. The patient was instructed to wear a thin, minimal sleeve in between the wearable and their skin to prevent any possible future irritation. On (B)(6) 2023, the patient continued to report a rash on their leg under the wearable. The patient was instructed to wear a thin, minimal sleeve between the wearable and their skin to prevent possible future irritation. However, the patient has not followed the recommendation of using a thin layer between the wearable and skin. The patient was instructed to follow up with their primary care physician. However, the patient has not provided information regarding the appointment. No additional information has been provided.

Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. Other potential causes of the reported issue are patient allergy and patient contraindicating conditions. The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, CAPA is not required. Wearable issue rates will continue to be tracked and trended.

Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Based on this review, not using the product per the IFU has been ruled out as a potential cause. Other potential causes of the reported issue are patient allergy and patient contraindicating conditions. The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, CAPA is not required. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported a rash at the wearable site. The patient was prescribed antibiotic ointment. However, the rash has not completely cleared. The patient was instructed to wear a thin, minimal sleeve in between the wearable and their skin to prevent any possible future irritation.